Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to discontinue use of the device. The device was explanted on (B)(6) 2014. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6), 2015.